Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to start up. Upon troubleshooting fse found that the drive bay was not receiving power because of a defective pc power supply. To resolve the issue, fse replaced flex vision pc and hard drive, loaded software. The defective part was returned to philips for analysis and found that malfunctioned was the sata cable. The test conducted revealed that the unit was unable to detect the hard drive, with the underlying cause identified as a defective sata cable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.